Manufacturer narrative:
.

Event description:
Complainant alleged that the device did not display an ECG. Complainant did not indicate that there was any pt involvement in the reported malf. Complainant indicated that the device will not be returned to zoll for eval. Customer biomed will attempt to repair the device.